Manufacturer narrative:
The bacterial culture showed pseudomonus. The pt was implanted in the contralateral ear on 4/14/1998. She is doing well. This is the final report. 1. Reason for explantation skin flap infection. 2. Results of analysis a visual inspection found the titanium shell of the implant to be dented on the skull side and on the skin side. Two of the electrode e21 to be open circuit. The unit passed all other electrical tests. 3. Conclusion electrical operation of the unit was confirmed. One electrode was found to be open circuit.

Event description:
Na